Event description:
It was reported that a hydroview intraocular lens was explanted approx 10 years and 9 mos post-implantation due to opacification of the lens. It is not known at this time whether the hydroview is model 1.0. Add'l info was requested but has not been received to date.

Manufacturer narrative:
The lens was requested, but not returned to b & l. Investigation of this event is in process. A supplemental report will be submitted upon completion of the investigation.